Event description:
It was reported that the user experienced frequent low glucose episodes and perceived reduced ilet performance after frequent use of ¿less than/more than¿ announcements with associated carbohydrate intake, which likely contributed to stacked insulin and subsequent lows. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device data by support personnel and troubleshooting with education on the learning phase, with a factory reset recommended to reinitialize algorithm adaptation. Investigation of this case revealed no device malfunction identified during support review, and the pattern of frequent user announcements and dosing adjustments was consistent with algorithm maladaptation leading to increased hypoglycemia risk. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.